Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft/hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft weld. The ptfe was completely pulled out of the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 17feb2016. It was reported that difficulty crossing lesion and catheter shaft kink occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous proximal left circumflex artery. During a procedure, after a guidewire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. Following pre-dilation, a stent was advanced but failed to cross the lesion. Therefore, the physician attempted to advance a 145, 5-in-6 guidezilla¿ extension guide catheter, however, the guidezilla¿ failed to cross the proximal tortuous lesion. The non-bsc balloon and the guidezilla¿ were again delivered respectively with anchor technique. However, the guidezilla¿ still could not cross the lesion. The physician removed the two devices together and noted kinks at the connection area of the collar, at the sleeve, and the proximal shaft. When the physician touched the kinked area of the guidezilla¿, outside of the patient after the procedure, it detached at the connection area of the collar and the sleeve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a complete separation at the collar/proximal shaft weld.